Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was hospitalized 22 days after onset of peritonitis. The patient received unspecified antibiotics for peritonitis. Subsequently, the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. It was not reported if patient recovered or was recovering from the peritonitis prior to death. It was unknown if pd therapy was ongoing prior to death or at the time of death. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.